Manufacturer narrative:
The product was not received for evaluation. Therefore, the report of the balloon failing to deflate could not be confirmed and the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. Note: this is report 2 of 3 related to the second catheter used in the event. Reports 1220948-2024-00123 and 1220948-2024-00143 were submitted for the first and third devices involved in this event.

Event description:
It was reported that the balloon is not deflating after inflation. The issue occurred with three devices. During the procedure the patient experienced bleeding, but the condition was stabilized after the procedure. Note: this is report 2 of 3 related to the second catheter used in the event. Reports 1220948-2024-00123 and 1220948-2024-00143 were submitted for the first and third devices involved in this event.